Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy with one open spot under electrode. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse suggested using an unscented water-based lotion for the rash. Follow up indicated that the rash improved.